Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the exact cause of the high impedances is unable to be determined. They stated that an electrode impedance check, group impedance check, x-rays, and consultation with technical services were all steps taken to resolve the issue. The information was relayed to the managing physician, who had suggested a lead revision or replacement. The rep stated that the procedure has not been scheduled yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was able to increase/decrease parameters and charge the ins but was not feeling stimulation no matter how high they increased amplitude. Impedances showed >10,000 ohms at 0. Volts with every reference. When run at 3v, all impedances were >40,000 ohms with every reference. It was reviewed that imaging would be the next step in determining what was causing the issue. No further complications were reported.